Event description:
It was reported that balloon detachment occurred. The target lesion was located in the subclavian vein. A charger pta balloon dilation catheter was advanced to the lesion. The balloon was inflated higher than the rated burst pressure and the entire balloon came off the shaft. The whole system was pulled out without force. Everything was removed except for the detached balloon. The patient was sent for foreign body retrieval. The physician suspected the balloon was in the lungs, so radiography was performed, however, the balloon could not be found. The patient was then transferred to another facility to remove the balloon but was unsuccessful. The procedure was not completed due to this event and the patient was hospitalized at the time the event was reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).